Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a feeding tube placement procedure, the balloon was allegedly broken at the moment of inflation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown.investigation summary: although the physical sample was not returned for evaluation, one electronic video was returned for evaluation. The video shows the clinician trying to inflate the tri-funnel g tube and leak was observed from different regions of the balloon. Therefore, the investigation is confirmed for the reported balloon rupture issues. A definitive root cause could not be determined based upon the available information.labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a feeding tube placement procedure, the balloon was allegedly broken at the moment of inflation. There was no reported patient injury.